Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when, after the firing, "a part of anastomoses was opened", was this due to an incomplete staple line (missing staples)? Or were unformed or malformed staples seen on the staple line? The doctor answer without reservation because he didn't remember the incident well,that was due to an incomplete staple line (missing staples).

Event description:
It was reported that during a gastrectomy procedure, after stomach exertion, surgeon tried to do the anastomosis between the esophagus and small bowel. The circular stapler fired and as he observed after the fire, a part of anastomosis was opened, so he used another circular stapler and finished the operation. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). D4: batch # t5de96 device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.